Event description:
It was reported that there was no capture or sensing observed in the right atrial (ra) lead and that the lead had "pulled back." The right ventricular (rv) lead was reported to have "pulled back" and did not have adequate slack in the lead according to the physician. It was also reported that the physician felt that the movement in both leads were possibly due to the excess scarring in the pocket. The rv lead electrical measurements were reported to be acceptable; however, it was replaced as a precautionary measure. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 4068 implantable pacing lead (B)(6) 1998. (B)(4).